Event description:
It was reported that healing of the sagittal split failed a second time; therefore, reconstruction plates were placed after removal of the positional screws.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h6. The patient developed a non-union after a double jaw procedure with sagittal split on (B)(6) 2025, requiring repeat surgeries on (B)(6) 2025, and (B)(6) 2025, the latter involving removal of positional screws and placement of reconstruction plates. A stryker medical expert reviewed the case and concluded that the device did not cause the non-union (see communication log). Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.